Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape for incontinence procedure performed on (B)(6), 2009. According to the complainant, during a post-operative check up, the patient presented with mesh exposure under the urethra. The physician treated the erosion by removing the exposed portion of material. There were no additional medical interventions performed.

Manufacturer narrative:
Visual evaluation of the returned device revealed that both of the two returned pieces of mesh were split and twisted. The delivery devices were not returned.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape for incontinence procedure performed on (B)(6) 2009. According to the complainant, during a post-operative check up, the patient presented with mesh exposure under the urethra. The physician treated the erosion by removing the exposed portion of material. There were no additional medical interventions performed.